Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The control panel was replaced and the unit was returned to service. No patient information available at time of MDR submission. Date of device manufacture year is xxxx. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient injury.